Manufacturer narrative:
The phosphate (inorganic) ver.2 reagent lot number was 922866 with an expiration date of 28-feb-2027. The calcium gen.2 reagent lot number was 898956 with an expiration date of 31-dec-2026. The qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with phosphate (inorganic) ver.2 assay and 1 patient's sample tested with calcium gen.2 assay on a cobas 8000 c702 module (cobas 3). Sample 1: phosphate (inorganic) ver.2: initial result: 9.1 mg/dl (tested on cobas 3). Repeat result: 4.0 mg/dl (tested on cobas 2). Sample 2: phosphate (inorganic) ver.2: initial result: 9.4 mg/dl (tested on cobas 3). Repeat result: 4.7 mg/dl (tested on cobas 2). Sample 3: calcium gen.2: initial result: 5.8 mg/dl (tested on cobas 3). Repeat result: 9.9 mg/dl (tested on a different cobas). The customer questioned the initial results as they seemed "incompatible with life" and repeated the samples. No questionable results were reported outside the laboratory. The repeat results were deemed to be correct.

Manufacturer narrative:
The field service engineer inspected the washing station and found that the cell rinse tubes were leaking. He replaced the cell rinse tubes and confirmed that the instrument was performing within specifications. No further issues were reported after the service visit. The service action of replacing the cell rinse tubes resolved the issue in a commonly trained troubleshooting process. The cause of the event was due to leaking cell rinse tubes.